Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues") and infection ("menstrual issues"). The patient was treated with surgery (underwent a vaginal hysterectomy). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: "pjaintiff" suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: result: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: left uterine wall'), salpingitis ('salpingitis') and embedded device ('migration of essure device location of device: left uterine wall') in a 28-year-old female patient who had essure (ess205) (batch no. 12273855-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pap smear abnormal and dysmenorrhea. Concurrent conditions included irregular periods, menstrual cramps, rectal pain, salpingitis, genital haemorrhage, bleeding menstrual heavy, dyspareunia, loop electrosurgical excision procedure, stress urinary incontinence, menstruation increased, ovarian cystectomy, heavy periods, uterine dilation and curettage, anaphylaxis, allergic reaction to analgesics, hives, nausea, endocervical squamous metaplasia and hyperplasia. Concomitant products included biotin, colecalciferol (vitamin d3), cyanocobalamin, ethinylestradiol;etonogestrel (nuvaring), ibuprofen since (B)(6) 2014, nsaids, paracetamol (acetaminophen), pseudoephedrine hydrochloride since (B)(6) 2014 and tamsulosin hydrochloride (zotan) since (B)(6) 2014. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain"), 1 month 1 day after insertion of essure (ess205). In (B)(6) 2005, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), urinary tract infection ("infection / uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (transvaginal hysterectomy and post op, just ovaries left). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, urinary tract infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and genital haemorrhage had resolved and the salpingitis, embedded device, menstrual disorder, mood swings, female sexual dysfunction, depression, anxiety, fatigue, weight increased, dyspareunia and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, mood swings, pelvic pain, post procedural complication, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Essure coil placed with three visible coils noted like wise same procedure was performed on the left with one to two coils noted. Current weight 155lbs. Patient received treatent for pelvic pain, dysmenorrhea, genital bleeding, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events vaginal hemorrhage, menorrhagia, uti, vaginal discharge were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: left uterine wall'), salpingitis ('salpingitis') and embedded device ('migration of essure device location of device: left uterine wall') in a 28-year-old female patient who had essure (ess205) (batch no. 12273855-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pap smear abnormal and dysmenorrhea. Concurrent conditions included irregular periods, menstrual cramps, rectal pain, salpingitis, genital hemorrhage, bleeding menstrual heavy, dyspareunia, loop electrosurgical excision procedure, stress urinary incontinence, menstruation increased, ovarian cystectomy, heavy periods, uterine dilation and curettage, anaphylaxis, allergic reaction to analgesics, hives, nausea, endocervical squamous metaplasia and hyperplasia. Concomitant products included biotin, cholecalciferol (vitamin d3), cyanocobalamin, ethinylestradiol;ketononestrol (nuvaring), ibuprofen since (B)(6) 2014, nsaids, paracetamol (acetaminophen), pseudoephedrine hydrochloride since (B)(6) 2014 and tamsulosin hydrochloride (zotan) since (B)(6) 2014. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain"), 1 month 1 day after insertion of essure (ess205). In (B)(6) 2005, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal hemorrhage ("abnormal bleeding (vaginal), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), urinary tract infection ("infection / uti"), dyspareunia ("dyspareunia (painful sexual intercourse), genital hemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (transvaginal hysterectomy and post op, just ovaries left). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, urinary tract infection, vaginal hemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and genital hemorrhage had resolved and the salpingitis, embedded device, menstrual disorder, mood swings, female sexual dysfunction, depression, anxiety, fatigue, weight increased, dyspareunia and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital hemorrhage, menorrhagia, menstrual disorder, mood swings, pelvic pain, post procedural complication, salpingitis, urinary tract infection, vaginal discharge, vaginal hemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Essure coil placed with three visible coils noted like wise same procedure was performed on the left with one to two coils noted. Current weight 155lbs. Patient received treatment for pelvic pain, dysmenorrhea, genital bleeding, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: left uterine wall'), salpingitis ('salpingitis') and embedded device ('migration of essure device location of device: left uterine wall') in a 28-year-old female patient who had essure (ess205) (batch no. 12273855-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." The patient's medical history included pap smear abnormal and dysmenorrhea. Concurrent conditions included irregular periods, menstrual cramps, rectal pain, salpingitis, genital haemorrhage, bleeding menstrual heavy, dyspareunia, loop electrosurgical excision procedure, stress urinary incontinence, menstruation increased, ovarian cystectomy, heavy periods, uterine dilation and curettage, anaphylaxis, allergic reaction to analgesics, hives, nausea, endocervical squamous metaplasia and hyperplasia. Concomitant products included biotin, colecalciferol (vitamin d3), cyanocobalamin, ethinylestradiol;etonogestrel (nuvaring), ibuprofen since (B)(6) 2014, nsaids, paracetamol (acetaminophen), pseudoephedrine hydrochloride since (B)(6) 2014 and tamsulosin hydrochloride (zotan) since (B)(6) 2014. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain"), 1 month 1 day after insertion of essure (ess205). In (B)(6) 2005, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). In (B)(6) 2006, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), urinary tract infection ("infection / uti"), dyspareunia ("dyspareunia painful sexual intercourse"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (transvaginal hysterectomy and post op, just ovaries left). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea and genital haemorrhage had resolved and the salpingitis, embedded device, menstrual disorder, urinary tract infection, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, vaginal discharge, fatigue, weight increased, dyspareunia and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, mood swings, pelvic pain, post procedural complication, salpingitis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Essure coil placed with three visible coils noted like wise same procedure was performed on the left with one to two coils noted. Current weight 155lbs. Patient received treatment for pelvic pain, dysmenorrhea, genital bleeding, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram on (B)(6) 2005: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: gen. Abnormal bleeding, uti and post removal complications were added. Outcome and rcc comments updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues") and infection ("menstrual issues"). The patient was treated with surgery (underwent a vaginal hysterectomy). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: result: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') and device dislocation ('migration of essure device') in an adult female patient who had essure (ess205) (batch no. 12273855-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and dysmenorrhea. Concurrent conditions included irregular periods, menstrual cramps, rectal pain, salpingitis, genital haemorrhage, bleeding menstrual heavy, dyspareunia, loop electrosurgical excision procedure, stress urinary incontinence, menstruation increased, ovarian cystectomy, heavy periods, uterine dilation and curettage, anaphylaxis, allergic reaction to analgesics, hives, nausea, endocervical squamous metaplasia and hyperplasia. Concomitant products included ibuprofen since (B)(6) 2014, pseudoephedrine hydrochloride since (B)(6) 2014 and tamsulosin hydrochloride (zotan) since (B)(6) 2014. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues") and infection ("infection"). The patient was treated with surgery (transvaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the salpingitis, device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder, pelvic pain and salpingitis to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Essure coil placed with three visible coils noted like wise same procedure was performed on the left with one to two coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis'), embedded device ('migration of essure device location of device: left uterine wall') and device expulsion ('migration of essure device location of device: left uterine wall') in a 28-year-old female patient who had essure (ess205) (batch no. 12273855-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pap smear abnormal and dysmenorrhea. Concurrent conditions included irregular periods, menstrual cramps, rectal pain, salpingitis, genital haemorrhage, bleeding menstrual heavy, dyspareunia, loop electrosurgical excision procedure, stress urinary incontinence, menstruation increased, ovarian cystectomy, heavy periods, uterine dilation and curettage, anaphylaxis, allergic reaction to analgesics, hives, nausea, endocervical squamous metaplasia and hyperplasia. Concomitant products included biotin, colecalciferol (vitamin d3), cyanocobalamin, ibuprofen since (B)(6) 2014, nsaids, paracetamol (acetaminophen), pseudoephedrine hydrochloride since (B)(6) 2014 and tamsulosin hydrochloride (zotan) since (B)(6) 2014. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2005, the patient experienced pelvic pain ("persistent pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month after insertion of essure (ess205). In (B)(6) 2006, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), infection ("infection") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (transvaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the salpingitis, embedded device, device expulsion, menstrual disorder, infection, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dysmenorrhoea, vaginal discharge, fatigue, weight increased and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, infection, menorrhagia, menstrual disorder, mood swings, pelvic pain, salpingitis, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Essure coil placed with three visible coils noted like wise same procedure was performed on the left with one to two coils noted. Current weight 155lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received events " mood swings, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), depression and mental anguish, migration of essure device location of device: left uterine wall, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, she did not undergo essure confirmation test" were added. Outcome of events "pelvic pain" was updated as recovering. Concomitant drug, patient and product information were added. Patient aka name was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and salpingitis ("salpingitis") in an adult female patient who had essure (ess205) (batch no. 12273855) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and dysmenorrhea. Concurrent conditions included irregular periods, menstrual cramps, rectal pain, salpingitis, genital haemorrhage, bleeding menstrual heavy, dyspareunia, loop electrosurgical excision procedure, stress urinary incontinence, menstruation increased, ovarian cystectomy, heavy periods, uterine dilation and curettage, anaphylaxis, allergic reaction to analgesics, hives, nausea, endocervical squamous metaplasia and hyperplasia. Concomitant products included ibuprofen since (B)(6) 2014, pseudoephedrine hydrochloride since (B)(6) 2014 and tamsulosin hydrochloride (zotan) since (B)(6) 2014. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues") and infection ("infection"). The patient was treated with surgery (transvaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder, pelvic pain and salpingitis to be related to essure (ess205). The reporter commented: pjaintiff suffered physical pain and emotional anguish because of the essure device. Essure coil placed with three visible coils noted like wise same procedure was performed on the left with one to two coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: result: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: new pfs+mr received. Lot number added. New reporters, plaintiffs information concomitant conditions and drugs, historical conditions were added. Date of explant added. Incident event salpingitis added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.